Manufacturer narrative:
Manufacturers ref#: (B)(4). H11) corrective data: d10) device was not returned. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). H6) method code: 4117 - device not accessible for testing. Summary of investigational findings: a 49-year-old patient underwent tevar on (B)(6) 2018 with the placement of a zta-p-24-105 due to a blunt thoracic aortic injury causing a grade 3 tear with pseudoaneurysm. On a follow-up scan in (B)(6) 2018 a small volume of nonocclusive thrombus was seen within the stent graft. The patient continued on a low-dose aspirin. In (B)(6) 2019 the patient was seen in clinic after the patient had developed severe leg pain and a thrombectomy of the left lower extremity as well as fasciotomies had been performed. A CT scan showed nonocclusive thrombus in the stent graft. This event was thought to be due to embolization of the thrombus in the stent graft into the patient¿s popliteal artery. The patient was placed on rivaroxaban and subsequently also tramadol and gabapentin due to the pain. A CT scan performed in (B)(6) 2019 also showed some nonocclusive thrombus in the stent graft filling about 15% of the lumen. The patient was considered at risk for embolus. A single postoperative CT study taken 4 days after the procedure was provided and reviewed by an imaging expert. The study provided does not show thrombus formation within the stent graft. Per the findings of the imaging review the proximal zta (24 x 105 mm) graft begins 4 mm over the origin of the left subclavian artery (lsa), however the lsa is patent. The proximal graft appears to have circumferential seal with a graft diameter of about 22 mm. There is slight focal narrowing of the proximal graft due to bending along the lesser curve with a minimum lumen diameter of 16 x 21 mm. Per the impression of the imaging reviewer ¿the 24 mm graft appears to be appropriately sized, measuring 22 mm in diameter at the proximal and distal aspects. However, the slight focal narrowing at the proximal segment along the lesser curve could have contributed to thrombus formation.¿ in the instructions for use for this type of device it is stated that risk of in-graft thrombus has been observed when the zenith alpha endovascular graft has been used to treat blunt thoracic aortic injuries. The indication for the use of this device for blunt thoracic aortic injuries was removed in (B)(6) 2017, prior to the implant date of the complaint device. Based on the provided information and imaging it has not been possible to establish an exact cause for this event. It is likely that the off-label use of this device contributed as in-graft thrombus is a known adverse event related to the use of the device for blunt thoracic aortic injuries. No evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information on description of event received (B)(6) 2019: "the graft thrombus that was present progressed and then embolized into patients popliteal artery. The patient experienced the following symptoms due to this occurrence: almost lost his leg; needed embolectomy and fasciotomies" additional information on patient outcome received (B)(6) 2019: "patient recovering but still has hanging thrombus. Present hanging thrombus about 15% of lumen. Repeating CT scan in 3 months".

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). (B)(4). Similar to device under PMA/510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the device was placed on (B)(6) 2018. A follow up CT was performed on (B)(6) 2018 and showed a small amount of thrombus in the graft. 8 weeks ago, another CT was performed and showed the graft had embolized. Leg fasciotomies were performed. A CT was performed this week and showed extensive thrombus; the patient was placed on anticoagulants. Patient outcome: leg fasciotomies were performed. A CT was performed this week and showed extensive thrombus; the patient was placed on anticoagulants.